Manufacturer narrative:
Continuation of medical devices: 419478 lead implanted (B)(6) 2012; 5076-52 lead implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance and impedance spikes on the superior vena cava (svc) coil of the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.